Event description:
Complainant alleged that while treating a male pt, the device delivered one discharge of energy; however, on the second attempt to discharge, the device displayed a "defib fault 80" or a "defib fault 82" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfuntion.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.